Event description:
A healthcare facility in connecticut reported that the rd900aeu neopuff infant resuscitator has failed the manometer test. The manometer needle could not be zeroed . There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was not returned to our fisher & paykel healthcare (f&p), new zealand for an evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Result: a healthcare facility reported that the rd900aeu neopuff infant resuscitator has failed the manometer test. The manometer needle could not be zeroed. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.